Manufacturer narrative:
Medtronic received the following information from the journal article entitled: successful reversal of isolated delayed spinal cord ischemia following endovascular abdominal aneurysm repair. Qusai aljarrah, mamoon h al-omari, mwaffaq elheis, mooath al-jarrah, abdelwahab jamal and abdullah alzoubi vascular health and risk management 2019 vol 15 https://doi.org/10.2147/vhrm.s191197. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of a 100 mm infrarenal abdominal aortic aneurysm. The patient presented six weeks later with isolated fecal incontinence and loose stool,<(>,<)> and hypotension, and was treated for suspected spinal cord ischemia with complete recovery reported. It was reported the patient had significant spinal stenosis, which may worsen spinal perfusion pressure in the presence of reperfusion edema within a confined compartment. Additionally, the patient was prescribed a potent alpha-blocker, for benign prostatic hyperplasia ,which resulted in postural hypotension and reduced mean arterial pressure. The unique delayed presentation of sci in this patient was precipitated by hemodynamic instability resulting from the use of alpha-blockers in the presence. Medical history: coronary heart disease, previous coronary artery bypass surgery dyslipidemia and ulcerative colitis.